Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl. The customer was treated with carbohydrates for low blood glucose level. Customer was not able for to perform troubleshooting. The insulin pump will not be returned for analysis.